Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the heart lung console would not function on battery. No other details regarding the nature of the event were provided. There was no reported adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Eval in progress but not yet concluded.